Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04425. Related manufacturer reference number: 2938836-2019-04423. Related manufacturer reference number: 2938836-2019-04422. It was reported that an echo revealed some vegetation on one of the leads. Unclear on the exact timeline. On (B)(6) 2019 the system was explanted. The patient was stable pre, during and post procedure. The extraction had no complications.